Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited a chipped bending rubber adhesive section, and the resin section of the light guide tube fell off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped bending rubber adhesive section and the resin section of the light guide tube that fell off, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.